Event description:
It was reported that a malfunction alarm occurred. Customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided. The customer administered a correction bolus via the pump to address the high blood glucose. Technical support decided to replace the faulty pump, and the customer was instructed on how to handle the return and setup of the replacement pump. The customer will continue to use current pump; will rely on alternate method if necessary.